Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was for the last couple months or so the pts implanted neurostimulator battery was not holding a charge. Patient would charge their implant early in the morning to 100% and the implant battery was halfway down the middle of the charge not soon after. The patient would go to take a walk and their legs and feet would start itching and burning real bad. Patient had to keep walking until they could find somewhere to sit down and rub their legs real bad because it was burning and itching real bad. They also felt it around their waist. Patient was redirected to their healthcare provider to further address the issue. Patient saw their primary care healthcare provider yesterday and they were going to do x-rays on the patient's back because they were reherniated on the left side to see what was going on with the nerve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the physician fixed the problem. They changed the setting and updated the battery settings. The issue was resolved.